Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure using an xi system, an operating room (or) nurse contacted tech support to report that the erbe generator was displaying a c-34 error. The nurse had already attempted reseating the instruments and restarting the generator, but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised switching the energy mode from "swift" to "classic," but this did not resolve the error. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis (fa) team. The issue was confirmed in the logs with error c-34 on 02/01/2026 and error m-32 on 02/02/2026. Visual inspection revealed a potential related issue, and testing showed the erbe unit displayed the c-34 error upon startup, with additional log errors c-00 and m-31. Probable root cause is attributed to the generator. .